Manufacturer narrative:
D10: concomitants: 300-01-13 - eq, hum stem primary, press fit 13mm: (B)(6), 320-01-38 - eq reverse 38mm glenosphere: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq rev tor defining screw kit: (B)(6), 320-20-18 - eq rev comp scr lck cap kit, 4.5 x 18mm: (B)(6), 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6), 320-38-00 - eq rev38mm humeral liner +0: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced instability. As a result, approximately one year and nine months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation/subluxation are known risks, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.